Event description:
It was reported that during a laparoscopically assisted vaginal hysterectomy procedure, the device fired two times, then would not fire or release and the device had to pulled off the tissue. There was no patient consequence. Another device was opened to complete the case.